Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced occlusion issue event on (B)(6) 2026. The blockage was at the site. No further information is available.